Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event; however, it was reported that the patient has an appointment six days after the event onset. The patient stated that antibiotics ¿will be taken¿; however, it was not confirmed at the time of this report. The cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The patient was treated with vancomycin (ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.